Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to right ventricular (rv) lead noise. Attempts to contact the patient were unsuccessful and the patient was later found to be deceased. A cause of death of cardiopulmonary arrest was provided. Additional details surrounding the patient's death have been requested and not received. The patient was a participant in the (B)(4) clinical study.